Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose level was 150 mg/dl. Tandem technical support discussed common causes of occlusions (scar tissue, clothing impact) with the customer.